Event description:
The patient underwent a revision surgery five months post-op to remove the construct.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) on an unspecified date during fill. The baxter technical service representative (tsr) explained the alarm and possible causes. The home patient will contact baxter in the future at the time of the alarm. The sample was discarded. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).